Manufacturer narrative:
Concomitant medical product: c2tr01 crtp implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had a confirmed fractured, and the pacing impedance was high and there were ventricular tachycardia episodes showing noise. The lead was explanted, however during extraction, it broke; some fragments were able to be removed, but some remain in the patient. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a tear. The inner insulation of the lead was extrinsically breached due to a tear. The overlay tubing of the lead was extrinsically breached due to a tear. Analysis of the visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.